Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. Visual inspection of the actual device upon receipt: only a guidewire main body. Microscopic inspection: the wire had been exposed in the fractured section. The side surface of the fractured section was not tapered, and the fractured surface was diagonal. No anomaly such as a scratch was found in other sections. Electron microscopic inspection: dimple patterns (hole-shaped patterns) were found on the top surface of the fractured section. Confirmation of dimensions: outer diameter at the normal sections met the factory's specifications. No anomaly was found. Confirmation of the missing length · guidewire main body: approximately 4400mm · current product: approximately 4499mm. The total length of actual device met the factory's specifications. However, compared with the current product, the missing length was likely to be approximately 99mm. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past. Simulation test: repeated 90° bending force was applied to the wire while it got stuck until it fractured. The side surface of wire at the fractured section was not tapered, and the fractured surface was diagonal. Dimple patterns were found on the top surface of wire at the fractured section. These conditions were likely to be similar to those of the actual device. Based on the investigation result, no anomaly was found in the manufacturing history record and dimensions of the actual device. From the conditions of actual device and simulation test result, as a possible cause of occurrence, it was likely that since repeated bending force was applied, metal fatigue occurred in the actual device, and the wire was fractured. The total length of actual device met the factory's specifications. However, compared with the current product, it was inferred that the actual device was missing approximately 99mm. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel."

Manufacturer narrative:
D4: lot#: estimated to be 240801, 240822, 240823, 240826, 240827, 240828. D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. H4: device manufacture date: unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past complaint file. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that during an endoscopic retrograde cholangiopancreatography (ercp) case, when an attempt was made to place a guidewire to place a pancreatic duct stent, the distal end of guidewire fractured. The device was replaced with a new one and the procedure was completed. It has been confirmed that no dislodged piece remains in the pancreatic duct. It was determined that surgery was performed to remove the fragments, as it was confirmed that no fragments remained in the body. The procedure was completed successfully, and the patient was not harmed.